Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013, that a customer had an issue with an antimicrobial foam dressing. The customer reports that a pt had a skin irritation after using the amd dressing. The pt has a chronic venous left lower leg ulcer. The original ulcer worsened with the use of the amd dressing. The clinician gave the pt hydrocortisone cream to treat the skin irritation. The clinician reports that skin should improve over the next 2 weeks and should be back to the prior status.